Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, a balloon detachment occurred. During withdrawal of the 3.50x20mm taxus liberte drug eluting stent delivery system, 'the balloon detached from its guide. It is possible that the stent was not fully deployed.' Additional info was requested, but not provided.